Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been another event for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
In response to follow-up for pi 2364534, medical records were provided which indicate the patient had a left knee aspiration on (B)(6) 2019. As noted: "...she developed fever, chills, bilateral hip and low back discomfort...no infection was found...when she walks up and down the stairs she feels a popping in her left knee on the inside of it that only happens with stairs...an 18-gauge needle was used to aspirate 50cc of serosanguineous fluid from the popliteal space..."

Manufacturer narrative:
Reported event: an event regarding patient factors involving triathlon insert was reported. The event was confirmed via medical review. Method & results: -device evaluation and results: not performed as product was not returned. -clinician review: a review of the provided medical records and/or x-rays by a clinical consultant stated that: no examination of explanted component and no immediate post-operative left total knee arthroplasty x-rays or dated serial images prior to an eleven year post-operative x-ray prior to the revision surgery are available. Other than ¿significant wear of the poly insert¿ the event descriptions of the four pi¿s are confirmed by the medical record review. Without serial x-rays and examination of the explanted components it is not possible to determine the possible causation of this late term clinical event, but there is no evidence that factors associated with implant design and materials were responsible for this clinical situation. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: a review of the provided medical records and/or x-rays by a clinical consultant stated that: no examination of explanted component and no immediate post-operative left total knee arthroplasty x-rays or dated serial images prior to an eleven year post-operative x-ray prior to the revision surgery are available. Other than ¿significant wear of the poly insert¿ the event descriptions of the four pi¿s are confirmed by the medical record review. Without serial x-rays and examination of the explanted components it is not possible to determine the possible causation of this late term clinical event, but there is no evidence that factors associated with implant design and materials were responsible for this clinical situation. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
In response to follow-up for pi 2364534, medical records were provided which indicate the patient had a left knee aspiration on (B)(6) 2019. As noted: "...she developed fever, chills, bilateral hip and low back discomfort...no infection was found...when she walks up and down the stairs she feels a popping in her left knee on the inside of it that only happens with stairs...an 18-gauge needle was used to aspirate 50cc of serosanguineous fluid from the popliteal space..."